Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's garment was too tight. It was confirmed that the patient was wearing the larger size garment available. There was no alleged device malfunction contributing to the irritation. The patient reported having an appointment for wound care clinic. It's unclear if the lifevest caused or contributed to the patient's wound. Reporting out of the abundance of caution. Outcome of the skin irritation is unknown.